Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was an issue between the stylus and the cursor. During troubleshooting the flex cable was unplugged and then reconnected into the xy board and the stylus was replaced as a preventive measure and it was recalibrated to the touch screen. It was additionally noted that at testing the programmer was left powered on for more than a day and was turned off and on many times, and opened and closed several times. The hard drive was reconfigured and the software was reloaded and updated. The programmer passed its final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer demonstrated intermittent random cursor movement and it was noted that the issue was not resolved by changing out the stylus. When attempting to select icons on the screen the cursor will activate wrong places on the screen. The programmer has been returned for service. There was no patient involvement.